Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel lock of the a1114 mayfield infinity skull clamp was sticking. There was no known patient involvement or surgery delay.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. Upon evaluation of the returned unit, the lock had a residue buildup and the lock was sticking. The unit needed new components added to replace worn internal parts.complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.